Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy connector to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report the therapy connector on their device is cracked. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no report of patient use associated to the reported event.